Manufacturer narrative:
On 3/24/2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade (requiring surgical intervention) and cardiac arrest (requiring cardiopulmonary resuscitation (CPR)). At the middle of the procedure, a blockage in the catheter irrigation occurred. The physician did not remove the catheter from the patient¿s body since the patient was in a critical position and managed to continue with the procedure. Catheter irrigation was set at 2ml/min for mapping. During mapping phase, the catheter looked like it went out to a different area. Physician checked for an effusion and everything seemed to be normal, so they continued with mapping. There was then a drop-in the patient¿s blood pressure, and cardiac tamponade was confirmed by ultrasound and trans-oesophageal echocardiogram (toe). Reminder of the procedure was cancelled. The patient then went into cardiac arrest, and CPR was administered for 30 minutes to revive the patient. The patient was stabilized and moved to surgery on which the heart was opened to close a hole found in the left atrial appendage (laa). Patient¿s condition had improved. Prolonged hospitalization was required as a result of the event, a week after the procedure, the patient was still in the hospital. Physician does not believe the tamponade was related to the irrigation issue experienced. Device evaluation details: on 3/29/2020, during the product analysis process, the lot # was verified to be 30377594m. Based on the lot # verification, the manufacture date was determined to be 4/22/2020 and the expiration date to be 4/21/2021. This information has been populated into the appropriate fields in the medwatch. The product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and evaluation of all features of the catheter. Per the reported event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting correctly. An irrigation test was performed and the catheter failed. A failure analysis was performed, and the catheter was dissected on the handle area and finding the irrigation tubing slightly folded, however, the assembly was found in good conditions. The irrigation issue could not be related with the adverse event on the patient. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The product¿s instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. In addition, there was confirmed by the customer that the irrigation ports were flushing before to used and also confirmed that the irrigation issue was noticed during the procedure. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The root cause of the irrigation inadequate could be related to the irrigation tube was found folded. However, there is evidence that the device was manufactured in accordance with documented specification and procedures. Explanation of coding: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) selected in relation to the reported adverse event. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: hose (g04069) selected in relation to the customer¿s reported irrigation issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a male patient underwent an atrial tachycardia (at) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade (requiring surgical intervention) and cardiac arrest (requiring cardiopulmonary resuscitation (CPR)). At the middle of the procedure, a blockage in the catheter irrigation occurred. The physician did not remove the catheter from the patient¿s body since the patient was in a critical position and managed to continue with the procedure. Catheter irrigation was set at 2ml/min for mapping. During mapping phase, the catheter looked like it went out to a different area. Physician checked for an effusion and everything seemed to be normal, so they continued with mapping. There was then a drop-in the patient¿s blood pressure, and cardiac tamponade was confirmed by ultrasound and trans-oesophageal echocardiogram (toe). Reminder of the procedure was cancelled. The patient then went into cardiac arrest, and CPR was administered for 30 minutes to revive the patient. The patient was stabilized and moved to surgery on which the heart was opened to close a hole found in the left atrial appendage (laa). Patient¿s condition had improved. Prolonged hospitalization was required as a result of the event, a week after the procedure, the patient was still in the hospital. Physician does not believe the tamponade was related to the irrigation issue experienced. Transseptal puncture was done during the case. Ablation was not allowed due to the irrigation issue. Graph, dashboard and vector were used as visualization features. The customer¿s reported occluded irrigation is not considered to be an MDR reportable malfunction since the issue is highly detectable by the physician. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is remote.